Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively it had not been possible to connect the glenosphere to the metaglene. Another glenosphere was available and implanted without issue. No surgery delay, no adverse consequences.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 130760138, lot number 5307874. The DHR analysis of the batch indicated shows an initial conformance of the product with regards to his specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.